Event description:
Healthcare professional reported "folds," "increased volume of [auxillary] lymph nodes," and "intracapsular rupture" MRI confirmed against right side device. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "increased volume of [auxilliary] lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "folds," "increased volume of [auxilliary] lymph nodes," and "intracapsular rupture."